Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 64-year-old male with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella cp was placed but after 30 minutes the pump came out of position. The malpositioned pump was removed and replaced. No patient harm was reported.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The pump was not returned for investigation. Data logs show a pump position in aorta alarm at the end of the case. According to the clinical details, the pump was pulled back into the aorta, and the doctor replaced the pump. The cause of the positioning issue was use related since doctor pulled pump back to aorta. Added- h6 impact code 4628.